Event description:
The patient received a letter from medtronic regarding the pump battery recall. The pump was explanted due to a possible battery issue. No rotor or dye study was performed. There was no patient injury. The patient recovered without sequela after replacement. The pump was used to deliver morphine and bupivacaine. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B) (4). This report is being submitted late due to delay by a manufacturer employee. A process improvement plan and training are in place. The pump was returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete. The device is included in the medical device safety alert, synchromed ii battery performance, physician communication (july, 2009).